Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper case was damaged affecting the keyboard fit, that both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, the ring was missing, the battery drawer and encoder flex were damaged, the keyboard was scratched and that it needed a liquid crystal display screw. (B)(4).

Event description:
It was reported that the external pulse generator originally returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.